Event description:
This report covers reported deaths for heartmate ii left ventricular assist devices (lvads) from a historical review of the (B)(6). It was reported that 8 patients died from right heart failure. One patient passed away due to renal dysfunction, massive bleeding, anemia and major infection. Treatment with blood transfusion and antibiotics was done. The cause of bleeding was reported to be due to the complexity of medical management. Fever, increased white blood cell count, and increased c-reactive protein (crp) were observed, and klebsiella was detected in a blood culture. The cause of the infection was reported to be a deterioration of general condition due to right heart failure. Sixteen patients passed away due to infection. One patient passed away and cause of death was unknown. One patient passed away due subarachnoid hemorrhage. Lvad support was turned off. One patient passed away after being taken to the hospital due to dyspnea. One patient passed away due to driveline infection that was treated with surgery and antibiotic therapy. One patient passed away due to sepsis caused by pump pocket infection and cerebral hemorrhage. Antibiotic therapy was provided. Pump exchange could not be performed due to general health deterioration. One patient passed away due to gastrointestinal bleeding. Drug therapy was performed and rccs were transfused. The patient was on warfarin and aspirin at the time of the event. He cause of bleeding was due to over anticoagulation one patient passed away due to suspected cerebral infarction/stroke. The patient complained of poor health condition at home, was taken to the hospital and breathing was weak and there was almost no pulse. Intubation was not performed at the patient's family will. One patient underwent pump exchange to heartmate 3 due to pseudomonas aeruginosa infection, and passed away due to a relapse of mediastinitis associated with pump infection. One patient passed away due to a fungal infection. The cause of the infection was unknown, and the patient was treated with drug therapy. One patient passed away due to an intracranial hemorrhage/neurological dysfunction that originated from the right hemisphere. Surgical treatment was performed. The device was operating normally at the time of death. One patient passed away at home. The cause of death was unknown, but the patient was out of power at the time of discovery. One patient passed away due to massive gastrointestinal bleeding and interstitial pneumonia. The cause of bleeding was colorectal polyps. One patient passed away due to ischemic stroke and hypoxic encephalopathy. One patient passed away after craniotomy. Cause of death was unknown. One patient passed away after craniotomy due to cerebral hemorrhage from ruptured infectious cerebral aneurysm. One patient passed away due to driveline damage. Two patients passed away due to cerebral hemorrhage. One patient passed away during a readmission for infection due to an embolic stroke, based on CT images. One patient passed away after undergoing pump exchange to heartmate 3. The cause of death was driveline, outflow graft, and pump pocket infection. One patient passed away due to driveline, pump pocket mediastinum, and bacteremia major infections. Treatment with surgery and drug therapy was performed. One patient passed away due to driveline infection. (B)(6), candida, and klebsiella were detected. Two patients passed away due to pulmonary hypertension and right heart failure progression. One patient passed away due to a loss of power found in the log files. The patient was found unconscious at home and was taken to the hospital. One patient passed away due to right heart failure progression, massive bleeding in the upper gastrointestinal tract, aortic insufficiency/regurgitation, multi organ failure and cardiogenic shock. Blood transfusion was performed. The cause of bleeding was hyperplastic polyps. Aortic regurgitation caused circulatory insufficiency, leading to multiple organ failure. One patient passed away due to circulatory insufficiency. Log files were analyzed and found suspected pump thrombosis. One patient passed away due to cardiopulmonary arrest. When the caregiver switched from the power module to batteries for emergency transportation, both power sources were lost. There was no alarm. Resuscitation attempt was unsuccessfully performed. The main cause of death was sudden death of unknown cause. One patient passed away due to unknown cause. Pump analysis revealed that the inflow cannula was broken. One patient passed away due to unknown cause. Pump analysis revealed tissue growth covering the inflow part on the proximal side of the outflow graft. One patient passed away due to infection. The cause of the infection was unknown. One patient passed away due to multiple organ failure and hypoxic encephalopathy due to the stoppage of the pump. The patient's driveline had been pulled from the system controller. The patient had been in psychiatry for some time in a depressed state.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This is one of the original reports submitted for the historical jmacs patient registry review in japan through mcs abbott japan affiliate. Individual reports have been submitted under the corresponding MFR#'s and linked back to this MFR# 2916596-2022-02062. No further information was provided. The manufacturer is closing the file on this event.